Manufacturer narrative:
(B)(4). It was reported that upon the return of the peritoneal effluent culture result; therapy with vancomycin was stopped (date was previously reported) and that treatment with oral doxycycline was continued (dosage, frequency, and duration not reported). Twenty-four days after the (B)(6) 2014 peritonitis diagnosis, the patient was retrained on proper aseptic technique (retraining date previously reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day as diagnosis of the event. The patient was treated with intravenous vancomycin for three days (dose and frequency not reported) and oral doxycycline daily (dose and duration not reported). The patient was discharged three days after admission. The patient was recovered from this peritonitis event. On an unknown date, the patient was retrained on proper aseptic technique. It was not reported if dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.